Event description:
Rec'd report of pa catheter shear during insertion. A pt was very sick--unresponsive on a ventilator, hypoglycemic, (admitting blood sugar of 10). And dehydrated. An attempt was made to insert a pa catheter per right jugular, and was unsuccessful on 1/8/98. The drs decided to hydrate the pt and attempt again the next day. On 1/9/98, the dr attempted to pass the pa catheter via the right groin triple lumen site. During thie procedure a piece of the catheter severed (undocumented how catheter became severed) and migrated into the pt. Attempts to snare the catheter piece at the site were unsuccessful, however, they were able to snare it at the internal jugular site. A pa catheter was then inserted successfully via the right internal jugular. Post procedure, the cxr showed a right pneumothorax, and it is assumed that this was a result of the insertion procedure. Pt's pneumothorax improved, however, the pt continued to do poorly. The pt was in metabolic acidosis and anoxic. On 1/12, the pt reportedly was moving around, although she was clinically diagnosed as "irreversibly comatose" and extubated herself. It is unsure if the pt was reintubated at that time. The pt's family requested withdrawal of life support. After extubation, the pt survived for another day, then expired. The customer states that "the pt would have died anyway, but the incident didn't help the pt."

Manufacturer narrative:
The sample exhibited a tear in the balloon at the proximal adhesive bond. The mfg operation was inspected for causes for balloon tears. A particular station in the operation was identified as a possible contributor. The operators at this station were retrained in the proper handling of the catheter/balloon, and the bop revised. New clamping fixtures used at this station were ordered, and all of the fixtures edges were smoothed before installation. The remaining stations in the mfg operations were inspected for possible contributions to balloon tears, and adjustments made as required. The process balloon inspection operation was relocated to the last station in the mfg process, just before the catheters are placed in the tray packaging.